Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, a high and low fio2 alarm occurred. Upon calibrating the oxygen sensor, an 'o2 sensor cal error occurred.' The sensor was replaced to resolve this issue. There was no pt involvement reported.